Manufacturer narrative:
H10: received two (2) new list# ch2000s-c, spinning spiros® closed male luer, red cap, lot# 4421334 for investigation. As received, the two new spiros were connected to an ICU medical supplied 60 ml bd syringe and the activation torque was measured to be within spec while the residual torque was lower than the activation torque in both cases. The spiros were hydrostatic pressure leak tested in the activated and unactivated configurations and no leaks were found anywhere along the fluid paths. The luers on the new ch2000s-cs met the iso standards 594/2. The reported complaint cannot be confirmed. A DHR (device history review) lot# 4421334 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device has been received, testing is not complete.

Event description:
On an unknown day in january 2020, the customer had an incidence of leaking chemo from around the spiros connector. The leak was located where you connect the spiros to the patient. The patient had chemo (5fu) leakage on the their skin, however, there was no skin issues. They took care of the patient, gave a new shirt to wear, and instructed the patient to wash their clothes.